Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "hose worn" was confirmed. During service, the device was found to have a worn hose. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) for service. During servicing, of the device it was found to have hose damage. It is unk if the device was used during surgery, and it is unk if injury or medical intervention occurred. There was no add'l info provided.